Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. No issues were noted with the tip section of the device. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A balloon pinhole leak was identified 42mm distal to the proximal markerband. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. After stent placement, a 8.0 x 40, 135cm mustang¿ balloon catheter was advanced for post-dilation. However during the first inflation, the balloon ruptured. The device was completely removed. No patient complications were reported.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. After stent placement, a 8.0 x 40, 135 cm mustang¿ balloon catheter was advanced for post-dilation. However during the first inflation, the balloon ruptured. The device was completely removed. No patient complications were reported.